Manufacturer narrative:
No modification between previous report and this report, the previous was not set to "final MDR" by mistake. Review of the provided files did not permit to find any trace of the reported event. It seems that at the time of the event, aida programming was launched, and while it is still ongoing, the used has moved to another aida subscreen. This can explain that a latency occurred. Then, the user asked to quit the programmer, and the process occurred correctly and at normal pace. However, it has been interrupted abruptly (which can correspond to a battery removal). It is therefore recommended to wait for the end of aida programming before moving from subscreen to subscreen in aida. This might help avoiding latencies on screen. No general malfunction is suspected with the device. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on (B)(6) 2025, the screen is freeze in arythmia display. The display is difficult and then freeze completly. Therefore, p1p2 is done to leave the session.

Manufacturer narrative:
Review of the provided log and files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the screen is freeze in arrythmia display. The display is difficult and then freeze completely.. Therefore, p1p2 is done to leave the session.

Event description:
Reportedly, on (B)(6) 2025, the screen is freeze in arythmia display. The display is difficult and then freeze completely. Therefore, p1p2 is done to leave the session.

Manufacturer narrative:
Review of the provided files did not permit to find any trace of the reported event. It seems that at the time of the event, aida programming was launched, and while it is still ongoing, the used has moved to another aida subscreen. This can explain that a latency occurred. Then, the user asked to quit the programmer, and the process occurred correctly and at normal pace. However, it has been interrupted abruptly (which can correspond to a battery removal). It is therefore recommended to wait for the end of aida programming before moving from subscreen to subscreen in aida. This might help avoiding latencies on screen. No general malfunction is suspected with the device. This case is retained and utilized for trend purpose.